Event description:
Customer reportedly received results of 115 mg/dl and 67 mg/dl within 10 minutes on the compact plus system. Low blood symptoms reported with these results. Self treated with pie and milk and started to feel better. Thirty minutes prior to the back to back comparisons, customer states he had overeaten, had a result of 300 mg/dl, and then took extra 5 units of novolog based on result. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: meter, test strip lot number 20653941, expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the compact test drum.